Event description:
Procedure type: pneumonectomy. Reportedly, a patient was undergoing right pneumonectomy when the physicians attempted to staple the right inferior pulmonary vein. The multifire endo gia 30 (2.5) misfired and cut the vessel, but did not fully staple the vessel. A representative from cardiothoracic team was summoned to perform bypass pump, so they could perform the repair and proceed with the surgery.